Manufacturer narrative:
A titan touch pump and cylinders 1 and 2 were received for analysis. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. The information received indicated a proximal perforation of the corpora and cylinder not inflating all the way, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device was not inflating all the way. There was a possible proximal perforation of the corpora, therefore, the device was revised and replaced.